Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, balloon withdrawal difficulty and a vessel dissection occurred. The index procedure treated the eccentric, 2.08x10.5mm 90% stenosed target lesion located in the mildly calcified proximal left anterior descending (lad) artery. Using a direct stent technique, a 3.0x12mm taxus liberte stent was advanced and deployed at 12 atm's with good result. At the moment of deflation, the stent delivery balloon could not be deflated properly and stuck to the stent. The physician tried several times and applied extra force to withdraw the device and the balloon hit the artery causing a vessel dissection in the left main artery. The patient presented an increase of chest pain. Then the device was withdrawn with the balloon deflated. Bailout treatment placed a 3.0x20 taxus stent in the left main vessel with 80-85% flow (timi 3 flow). No further patient complications occurred and the patient status was listed as stable.